Event description:
It was reported that the spider 2 tenet was leaking hydraulic fluid in the battery. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Initial inspection of the exterior of the device did not reveal any problems. There was no battery, battery charger or footswitch included with the unit. A functional evaluation was performed with a known good test battery and footswitch. The unit failed the weight test. The unit¿s enclosures were opened and pooled oil was noticed within the enclosure housing assembly. There was also oil noticed at the distal end of the bimba piston. The piston migration was checked and it registered at 2.02 inches, which is indicative of hydraulic fluid loss. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. The complaint was verified and the root cause was a seal failure within the bimba piston, which caused gradual hydraulic fluid loss over time. H11h1: information corrected.